Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5 mg/ml at a dose rate of 0.4290 mg/day) via an implantable pump for non-malignant pain. It was reported that a catheter revision was performed.  The patient initially had a model 8780 catheter that had the pump segment untrimmed for 27.9 cm and a spinal segment with 56.9 cm. The patient had expressed to her healthcare provider that she did not like for her pump to be above her buttocks and when she sat down she felt like there was a tugging sensation. The healthcare provider had then moved the pump to the abdomen and needed to add a model 8784 catheter component. They had trimmed 7.5 cm from the 27.9cm original pump segment for 20.4 cm, then added the entire 73.7 cm of the model 8784 catheter. They then attached this to the original 56.9 cm of the model 8780 spinal portion for a total of 151 cm length. At the time of the report, assistance was provided with programming this under other volume and clarifying in notes the lengths of each portion. No further issues were discussed now that the pump had been moved to the abdomen and catheter length was adjusted. The patient's weight was unknown.